Manufacturer narrative:
H6: investigation summary the customer provided photos of the failure, but discarded the physical samples. The customer complaint of separation below drip chamber was verified from photo evidence. The root cause could not be determined due to the product not being returned for failure investigation. A device history record review for model ms3500-15 lot number 20053128 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: unsure of the exact date just know what happened last month on two occasions. Secondary tubing became disconnected from the chamber on 2 separate occasions. Bd secondary set vented/nonvented ref (B)(4), lot #: (10)20053128, expiration date: 05/06/2023.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: unsure of the exact date just know what happened last month on two occasions. Secondary tubing became disconnected from the chamber on 2 separate occasions. Bd secondary set. Vented/nonvented. Ref ms3500-15. Lot #: (10)20053128. Expiration date: 05/06/2023.